Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. Medwatch submitted: mw5086840.

Event description:
Medwatch report received stated in event description: "I had a cartiva implant on my toe. The pain is progressively getting worse since I had the surgery. It's hard for me to walk or exercise. I have gained weight. I was told my surgery was a failure by my dr. I am refusing to have another surgery at this time I can't afford to take time off from work or another surgery. The dr told me I would be considered a success because l'm not getting another surgery. This is misleading and very disappointing that the FDA would back this product. It should be removed from the market. I have developed pain in my knee and hip being that I am trying to keep weight off my big toe when I walk."refer to medwatch mw5086840.